Manufacturer narrative:
Additional information was received that stated no patient was present at the time of the event.

Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there was a depleted battery alarm in the history. Start-up and inspection were performed. The reported issue was able to be duplicated. When plugged in, the led for the battery would not light up and the battery would not charge. The cause of the issue could not be determined since there was no external damage found on the battery. The interconnect board was replaced to resolve the issue and the battery was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a constant beep "system failure: depleted battery". There was no reported adverse event. .